Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered an appropriate shock. Following the shock, this implantable transvenous atrial lead exhibited an increase in the rate/sense impedance measurements to over 3000 ohms. The device and lead were explanted, replaced and returned to guidant for analysis.